Event description:
It is reported that after surgery, the frame came loose causing the pt's ankle to dislocate. As a result, the surgeon had to retighten all of the clamps and make a few minor adjustments.

Manufacturer narrative:
This report will be amended when our investigation is complete.